Manufacturer narrative:
Date of event: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2021-10-26. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-12-02 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: one photo was received by our quality team for evaluation. From the photo, the needle was observed to be pierced through the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happened during product application when the product was manipulated or during the needle cover removal if not done carefully. As the actual sample was not returned for evaluation, the root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter tip. The following information was provided by the initial reporter: "it was reported that the catheter needle has a burr on the end, takes too many tries to pierce skin" via bd investigation: "one photo was received by our quality team for evaluation. From the photo, the needle was observed to be pierced through the catheter tip."